Manufacturer narrative:
A siemens rep reviewed the account's history and no hardware issues were found in the time frame of the discordant results. The instrument is performing within specifications. The cause of the discordant (B)(6) and (B)(6) results is unk. No further eval of the device is required. (B)(4). Additional catalog # 03438099.

Event description:
Positive advia centaur xp (B)(6) and (B)(6) results were obtained on two separate pt samples and the results were reported to the physician in (B)(6) of 2009. The pts had a redraw several months later and were tested for (B)(6) (pt 1) and (B)(6) (pt 2). The results were non-reactive. The physician questioned the original results. The pt samples have been discarded and no further testing was performed. It is unk if pt treatment was prescribed or altered. There was no report of adverse health consequences due to the discordant (B)(6) and (B)(6) results.